Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / mid abdomen pain") and genital haemorrhage ("abnormal heavy bleeding") in a 39-year-old female patient who had essure (batch no. C49141) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gastroesophageal reflux disease and hepatic disease. Previously administered products included for birth control: mirena from 2007 to 2012. Concurrent conditions included morbid obesity. Concomitant products included omeprazole (prilosec). On (B)(6) 2015, the patient had essure inserted. On(B)(6) 2015, 17 days after insertion of essure, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches/migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2017, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhia (cramping)"), menorrhagia ("abnormal menstrual bleeding/ prolonged menses"), back pain ("severe back pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), dyspepsia ("heart burn"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), gastric infection ("stomach infection"), paraesthesia ("tingling in fingers leading to numbness"), hypoaesthesia ("tingling in fingers leading to numbness"), urticaria ("hives on arms,legs, face"), abdominal pain upper ("stomach cramping/abdominal pain"), rash ("rash"), abdominal pain lower ("lower abdomen pain") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, allergy to metals and alopecia had resolved. At the time of the report, the genital haemorrhage, vaginal haemorrhage, tooth disorder, irritable bowel syndrome, dyspepsia, urinary tract infection, cystitis, gastric infection, paraesthesia, hypoaesthesia, headache, female sexual dysfunction and abdominal pain lower outcome was unknown, the fatigue, urticaria and weight increased was resolving and the weight decreased, abdominal pain upper and rash had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastric infection, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, paraesthesia, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff successfully implanted essure, without complications, doctor observed between three to five trailing coils within the left uterine cavity and between three to five trailing coils within the right. In apr-2016, plaintiff sought medical treatment regarding the symptoms. In mar-2017, plaintiff underwent a hysterectomy, successfully removed plaintiff essure devices. However, removing of the essure coils also required removal of plaintiff uterus. Because of the requirement to undergo a hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record:abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New reporters added. Historical drug added. New events added- weight gain and abnormal heavy bleeding. Event outcome updated for rash. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / mid abdomen pain"), genital haemorrhage ("abnormal heavy bleeding") and gastric infection ("stomach infection") in a 39-year-old female patient who had essure (batch no. C49141) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gastroesophageal reflux disease and hepatic disease. Previously administered products included for birth control: mirena from 2007 to 2012. Concurrent conditions included morbid obesity. Concomitant products included omeprazole (prilosec). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 17 days after insertion of essure, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches/migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2017, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhia (cramping)"), menorrhagia ("abnormal menstrual bleeding/ prolonged menses"), back pain ("severe back pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), dyspepsia ("heart burn"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), gastric infection (seriousness criterion medically significant), paraesthesia ("tingling in fingers leading to numbness"), hypoaesthesia ("tingling in fingers leading to numbness"), urticaria ("hives on arms,legs, face"), abdominal pain upper ("stomach cramping/abdominal pain"), rash ("rash"), abdominal pain lower ("lower abdomen pain") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, allergy to metals and alopecia had resolved. At the time of the report, the genital haemorrhage, vaginal haemorrhage, tooth disorder, irritable bowel syndrome, dyspepsia, urinary tract infection, cystitis, gastric infection, paraesthesia, hypoaesthesia, headache, female sexual dysfunction and abdominal pain lower outcome was unknown, the fatigue, urticaria and weight increased was resolving and the weight decreased, abdominal pain upper and rash had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastric infection, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, paraesthesia, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff successfully implanted essure, without complications, doctor observed between three to five trailing coils within the left uterine cavity and between three to five trailing coils within the right. In (B)(6) 2016, plaintiff sought medical treatment regarding the symptoms. In (B)(6) 2017, plaintiff underwent a hysterectomy, successfully removed plaintiff essure devices. However, removing of the essure coils also required removal of plaintiff uterus. Because of the requirement to undergo a hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record:abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / mid abdomen pain") in a 39-year-old female patient who had essure (batch no. C49141) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gastroesophageal reflux disease and hepatic disease. Concurrent conditions included morbid obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 17 days after insertion of essure, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2017, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding/ prolonged menses"), back pain ("severe back pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), dyspepsia ("heart burn"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), gastric infection ("stomach infection"), paraesthesia ("tingling in fingers leading to numbness"), hypoaesthesia ("tingling in fingers leading to numbness"), urticaria ("hives on arms,legs, face"), abdominal pain upper ("stomach cramping"), rash ("rash") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. In 2017, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, allergy to metals and alopecia had resolved. At the time of the report, the vaginal haemorrhage, tooth disorder, irritable bowel syndrome, dyspepsia, urinary tract infection, cystitis, gastric infection, paraesthesia, hypoaesthesia, headache, female sexual dysfunction and abdominal pain lower outcome was unknown, the fatigue was resolving, the urticaria had not resolved and the weight decreased, abdominal pain upper and rash had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastric infection, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, paraesthesia, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff successfully implanted essure, without complications, doctor observed between three to five trailing coils within the left uterine cavity and between three to five trailing coils within the right. In (B)(6) 2016, plaintiff sought medical treatment regarding the symptoms. In (B)(6) 2017, plaintiff underwent a hysterectomy, successfully removed plaintiff essure devices. However, removing of the essure coils also required removal of plaintiff uterus. Because of the requirement to undergo a hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record:abnormal uterine bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: event abnormal vaginal bleeding, dental problems, fatigue, ibs, heart burn, urinary tract infection, bladder infection, stomach infection, numbness, hives, weight gain, weight loss, headaches, apareunia, lower abdomen pain, did not undergo an essure confirmation test, stomach cramping added. Medical history, concurrent condition, reporters added. Events outcome added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding/ prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. In 2017, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, allergy to metals and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and migraine to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff successfully implanted essure, without complications, doctor observed between three to five trailing coils within the left uterine cavity and between three to five trailing coils within the right. In (B)(6) 2016, plaintiff sought medical treatment regarding the symptoms. In (B)(6) 2017, plaintiff underwent a hysterectomy, successfully removed plaintiff essure devices. However, removing of the essure coils also required removal of plaintiff uterus. Because of the requirement to undergo a hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.